Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that their insulin pump had damage. The customer¿s blood glucose was 321 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had crack in battery compartment. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.